Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not reported. The customer states the insulin pump was exposed to fluid. The customer reported having a blank display as well. Troubleshooting was not provided. The blank display remained. The insulin pump will not be returned for analysis.